Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing inhibition and loss of capture due to a dislodgement. Subsequently a revision procedure was performed. During this procedure the suture sleeve was observed to be extremely loose and the lv lead was moving through the suture sleeve. An attempt to revise the lead was unsuccessful, thus the lead was explanted and the lv port on the device was plugged. No additional adverse patient effects were reported.